Event description:
Boston scientific neurovascular became aware of an event in which the subject device was deployed as the first coil into the aneurysm through a renegade 18 microcatheter and 6-fr, guider catheter and was advanced and pulled back three times with the main coil protruding 10 cm from the distal tip of the microcatheter, then the main got stretched. When the main coil was removed from the body with the renegade 18 microcatheter, it got fractured inside the 6fr. Guider catheter. The broken tip was removed together with the 6fr. Guider catheer. The procedure was successfully completed with other units.